Manufacturer narrative:
(B)(4). Batch # l53y7d. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? On which firings did this occur? On each of these firings, did the device staple? If yes, were the staple lines complete on both firings? What was the shape of the deployed staples on each firing (b-formation, irregular, legs straight)? On each of these firings, did the device cut? If yes, were the cut lines complete on both firings? Were the staples which were found tangled on the gun meant to be deployed into the tissue? Or, were these deployed in an area where there was no tissue present between the two halves of the device? How was the procedure completed? The analysis results found that the ntlc75 device was received with the anvil detached and with a reload present. The reload was received fully fired. Further analysis it was noted that the device has staples marks all along, indicating that the device was fired without the anvil present. The anvil post appears to be damaged as if the anvil was tearing off the device. No functional test could be performed due to the condition of the device. It is possible that the damaged was due to an improper handling of the device, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, a physician raised a complaint with his use of the device. As relayed, he was not able to successfully fire it during his operation. Instead, he noticed that some staple wires were tangled on the gun after he fired two reloads. Unknown how case was completed. There were no adverse consequences for the patient.